Event description:
It is reported needle separation. Verbatim: patient reports "there were a couple of time when the injection needle would pop off while my wife was giving the injection so I'm not sure if I received the full dose". Ae: difficulty dosing ¿ potential partial dose.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
Correction: (b.3.) Date of event is unknown; the date entered in this report is the date on which bd became aware of the event. Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided.

Event description:
No additional information.